Manufacturer narrative:
The complaint device is not being returned for evaluation, however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product has processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 539 devices that were released to distribution. This type of failure mode is associated with the user having abraded the device against something sharp/ hard. In this particular case, the event description states that the surgeon was rubbing (abrading) the device against bone during use. We attribute this reported failure mode to technique, a user issue. This report is being filed to document the reported event. No further action is warranted.

Event description:
Our affiliate is reporting that during a shoulder procedure, some of the black insulation at the distal end of the electrode came off into the patient's joint space. The surgeon was rubbing this end of the electrode against bone, causing this fault mode to happen. The joint space was flushed to wash out the insulation debris. The case was concluded successfully without further consequence or harm to the patient using another same type device.